Event description:
It was reported that the user experienced hypoglycemia after performing a supply change while still connected to the body and failing to execute the rewind prior to inserting a new cartridge, which could have resulted in unintended insulin delivery; the ilet alerted for a low glucose, the lowest glucose was 42 mg/dl, the out-of-range period was about 30 minutes, and the event was corrected with oral carbohydrates. Symptoms included none reported. Outcomes included no need for external assistance and no medical intervention. Investigation included user education and troubleshooting by instructing the user to call for guidance during the next few supply changes to ensure correct steps. Investigation of this case revealed user error related to failure to rewind while connected. It was concluded that, based on previously established findings for similar reports, the event was attributable to use error with the infusion set and cartridge during the supply change.